Event description:
It was reported upon infusion there is a break in the catheter and fluid leakage. No other information provided. Additional information received 25-oct-2023: no, patient impact because it was detected in time. Healthcare professionals have been in contact with blood and cytotoxins. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported upon infusion there is a break in the catheter and fluid leakage. No other information provided. Additional information received (B)(6) 2023: no, patient impact because it was detected in time. Healthcare professionals have been in contact with blood and cytotoxins. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use related. Two 4fr sl powerpicc catheters were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and two splits were observed in the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported upon infusion there is a break in the catheter and fluid leakage. No other information provided. Additional information received 25-oct-2023: no, patient impact because it was detected in time. Healthcare professionals have been in contact with blood and cytotoxins. It was reported this occurred with two devices. This report addresses the second device.